Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1/m2 of the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician coaxially advanced a non-penumbra stent retriever with the ace60 within a non-penumbra sheath and made three passes within the patient. During the third pass, the physician indicated that fluoroscopically the radiopaque marker on the tip of the ace60 became a ¿c¿ shape. The physician therefore removed the ace60 and the stent retriever from the patient. Due to the nature of the target thrombus, the procedure ended at this point. It was reported that the final angiography showed no foreign objects in the patient¿s body, and when the ace60 was examined outside of the patient, no external damage was found. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device was initially available for return; however, additional information obtained confirmed that the device was discarded by the hospital. The report was therefore corrected accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.